Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery because the device was not inflating due to a hole in the reservoir with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient identifier recorded. Patient date of birth recorded. Updated to reflect the additional information which was received.

Event description:
It was reported that the patient had a replacement surgery because the device was not inflating due to a hole in the reservoir with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient's ipp stopped working sometime in (B)(6) 2018. The patient's status after the replacement surgery was described as good. The explanted ipp was returned to bsc for investigation. In addition to this information, the patient's initials and date of birth were also provided.